Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported insufflator was not working and an abnormal sound is coming from the insufflation unit. The issue occurred during preparation for use and before the patient was in the room involving an olympus high flow insufflation unit. There was no patient injury reported.